Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high threshold. A new lead was implanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.